Manufacturer narrative:
Additional patient information: patient height (B)(6). Date of onset for the patient¿s mild, posterior neck pain is unknown; however, it was reported during a follow up visit on (B)(6) 2010. This report is for one (1) unknown 5mm, medium-deep prodisc-c implant. (Other): without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that patient (B)(6) was implanted with a medium-deep 5mm prodisc-c device at c5-c6 on (B)(6) 2003. There were no intraoperative complications reported. The patient was discharged to home on (B)(6), 2003. There were no complications observed at discharge. The patient presented the following adverse events (aes): on (B)(6), 2008, the patient had mild neck pain (anticipated). The neck pain reportedly occurs when she bends to read- the patient is a flight attendant. Current state of event: ongoing. On (B)(6), 2010, the patient had mild posterior neck pain. A prescription for lodine and hydrocodone were provided. The patient was also scheduled to start physical therapy. Current state of event: ongoing. On (B)(6), 2010, the patient had moderate migraine with vertigo. The patient presented to the emergency room (ER) and was treated and released. Thereafter, the patient was under the care of neurologists; however, the patient has not had another episode. Current state of event: resolved. This report will address the mild, posterior neck pain that the patient reported during a follow up visit on (B)(6), 2010. This report is for one (1) unknown 5mm, medium-deep prodisc-c implant. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of mild posterior neck pain. The event was noted to be mild and did not require medical intervention. The investigator noted there was no implant involvement. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of mild posterior neck pain. The event was noted to be mild and did not require medical intervention. The investigator noted there was no implant involvement. If additional information becomes available, this determination should be re-reviewed by a clinician.